Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of blood clot in his spleen, infection, and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). At the time of report, the action taken with dianeal pd4 ambuflex was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a blood clot in his spleen which resulted in an infection and peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment for the events was not reported. On (B)(6) 2012, the patient was discharged. The patient was recovering from the peritonitis. An outcome for the reported blood clot in the patient's spleen and infection was not reported. A causality statement was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd889493 and gd888131 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.